Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
During case preparation, it was noted by the surgeon and the zb clinical representative that one of the thumb screws on the crw frame adaptor had mis-aligned threads. The screw could not be used to secure the crw frame to the frame adaptor. Three screws were used instead of four to secure the patient¿s head to the frame adaptor. The surgeon had no clinical complaints and the crw frame was securely attached to the crw frame adaptor with only three screws.

Event description:
During case preparation, it was noted by the surgeon and the zb clinical representative that one of the thumb screws on the crw frame adaptor had mis-aligned threads. The screw could not be used to secure the crw frame to the frame adaptor. Three screws were used instead of four to secure the patient¿s head to the frame adaptor. The surgeon had no clinical complaints and the crw frame was securely attached to the crw frame adaptor with only three screws.

Manufacturer narrative:
It was reported that one of the thumb screws on the crw frame adaptor mt-02-219 s18005 had mis-aligned threads. Reportedly, it could not be used to secure the crw frame to the crw frame adaptor. This screw was returned to the manufacturing site for evaluation but was lost, therefore no evaluation of the part can be performed. The event described in the complaint was confirmed by the clinical representative that was present on site and evaluated the screw. The defective screw has been replaced and the crw frame adaptor is now working properly. Corrected data: - b4 date of this report. - g4 date received by manufacturer. - h2 if follow-up, what type . - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data.